Event description:
Saf-t holder male luer adapter. Used to collect labs from central lines. Adapter was screwed onto PICC hub. With the third collection tube applied the adapter cracked, then broke with collector and tube falling. My immediate action was clamp the line. Remove pressure valve (hub) and replace with sterile saline syringe until pressure valve could be replaced.